Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual evaluation noted 6 unopened mecs were received. No obvious defects were noted. Further testing required. Adhesive peel test was performed per tm0301209 revision 2. Samples were tested according to ansi/asq z1.4-2003 (r2013), aql- 1.0, general inspection level ii. Samples were cut to the required width (1.00" +/- 0.05"). Adhesive peel strength was found to be high out of specification (1.14 lbs. - 3.04 lbf). Although an exact root cause could not be determined, a potential root cause is mechanical failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient used the male external catheter for a while and there had been no issues until that box. The patient stated the sheaths were not sticky and had a powdery feel. It was reported that upon sample investigation, a strong adhesive result was found for the male external catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient used the male external catheter for a while and there had been no issues until that box. The patient stated the sheaths were not sticky and had a powdery feel. It was reported that upon sample investigation, a strong adhesive result was found for the male external catheter.